Event description:
It was reported that "the xia system is loosened. The patient was operated was one hospital and revision surgery happened in another hospital."

Event description:
It was reported that "the xia system is loosened. The patient was operated was one hospital and revision surgery happened in another hospital."

Manufacturer narrative:
The blocker was returned after a revision surgery where the rod was found displaced out of the tulip head. The event was confirmed and the returned blocker showed a potential asymmetric load evidencing a probable sub optimally locked construct. The x-ray review supports that the rod may not have been adequately placed in the screw tulip which would adversely contribute to the loosening of the blocker. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. No indication of material or manufacturing defect could be found. This patient is suffering neurological scoliosis and a long construct should have been put in place due to this pathology. One would consider given the drastic migration of the hardware that the construct was consequently constrained to fit the screw and this led overtime to the loosening of the blocker and the displacement of the construct hardware. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective as no indication of material or manufacturing defect could be found. Based on the observations made during the investigation, it appears that the construct was consequently constrained to fit the screw and this led overtime to the loosening of the blocker and the displacement of the construct hardware. Thus, the complaint condition is related to the conditions of use and the operational context contributed to this event.